Manufacturer narrative:
Section d10: concomitant devices. Biolox delta femoral head 32mm od, +0mm (cat# 170-32-00 / serial# (B)(6) integrip cc, cluster 48mm, g1 (cat# 186-01-48 / serial# (B)(6) wedge plasma x/o sz 9 (cat# 188-01-09 / serial# (B)(6) additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that this 68 y/o female patient's right hip was revised from a gxl liner to an xle liner and a biolox head and sleeve. Due to lysis recall. The patient was revised to a competitor's liner and a + 32 biolox head +3.5 sleeve. There was no breakage of the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to the patient wants to keep the device.

Manufacturer narrative:
Correction: h6 medical device problem code.